Manufacturer narrative:
Investigation results were made available. Event description: the patient underwent a primary implantation in 2009 with unknown devices. In 2013, the patient was revised due to unknown reason and implanted with a wagner stem which was revised on (B)(6) 2015 due to aseptic loosening. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Document review could not be performed due to unknown product identification. Conclusion: the patient underwent a primary implantation in 2009 with unknown devices. In 2013, the patient was revised due to unknown reason and implanted with a wagner stem which was revised on (B)(6) 2015 due to aseptic loosening. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, we were neither able to confirm the reported event nor to perform an investigation on the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to aseptic loosening.